Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, shock testing, and ECG stress testing without duplicating the report. The device's multifunction cable (mfc) to CPR adaptor were replaced as a pre-caution. The device was recertified and returned to the customer. Review of the device logs did not reveal any associated faults with the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads and failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.